Manufacturer narrative:
This event was reported from the (B)(6) study (B)(4). The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in (B)(4), rev e, monarch bronch risk management report. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
On (B)(6) 2020, it was reported that during a monarch-assisted bronchoscopy procedure the patient was observed to have a pneumothorax. A chest tube was placed on (B)(6) 2020 and was removed on (B)(6) 2020. The patient was hospitalized for observation and pain management. The patient has since recovered and was released from hospital on (B)(6) 2020.